Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, media returned by the customer was inspected and showed the imaging window was twisted. The device has now been returned for analysis. Visual and microscopic inspection revealed the imaging window and drive cable were twisted. The imaging window was detached near the lap joint section and the sheath was cut. Visual inspection also revealed the sheath and telescope were kinked. Based on the evidence, the reported catheter material twisted was confirmed.

Event description:
It was reported that catheter issue occurred. The 70% stenosed, 60 x 2.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device was knotted. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The 70% stenosed, 60 x 2.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device was knotted. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, media returned by the customer was inspected and showed the imaging window was twisted.

Event description:
It was reported that catheter issue occurred. The 70% stenosed, 60 x 2.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device was knotted. The procedure was completed with another of same device. No patient complications were reported.